Event description:
The device leaked during testing at the customer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.